Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and the reported clip caught on chordae appears to be influenced by user technique/operational context. The reported complete clip detachment was a cascading effect of the clip entanglement in the chordae as the clip was not deployed in the intended area and this likely influenced the detachment. Additionally, the reported poor image resolution was influenced by the patient anatomy. The reported unchanged mitral regurgitation (mr) was a cascading effect of the complete clip detachment as the clip detached and the mr remained unchanged at grade 3+. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip detachment and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+ visualization was challenging due to a previously implanted mitral ring. An ntr clip delivery system was advanced to the mitral valve, and grasping was performed. The mr was reduced in the medial commissure, but it was observed that there was insufficient anterior leaflet inserted into the clip; therefore, additional grasping was performed, but the clip became stuck in the chordae and the cds could not be retracted. The clip was deployed; however, after deployment, it was found that the clip was not deployed on the leaflets, but deployed only on the chordae. An attempt was made to remove the gripper line, but the clip became detached and remained on the gripper line. The clip was retracted from the left ventricle to the left atrium with the gripper line and forceps were used to secure the gripper and lock line. Two lasso catheters were used to retract the clip from the anatomy. The procedure was aborted. No clips were implanted, and mr remains at 3+. The patient was discharged with good condition. There was no clinically significant delay in the procedure. No additional information was provided.